Event description:
The patient reportedly experienced sudden loss of sound between external equipment and the cochlear implant. The external equipment was exchanged. The issue was not resolved. Revision surgery will be scheduled.